Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4092-58 implantable pacing lead: (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device was at elective replacement indicator (eri) and had no output. It was noted that the patient had not been followed up for a year or longer and the device had been at eri since (B)(6) 2012. It was further reported that at the device replacement, the right ventricular (rv) lead had high and unacceptable thresholds. The device was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.